Event description:
The customer stated that the central monitoring system was continuously rebooting.

Manufacturer narrative:
Terminal server. Manufacturer's eval summary: the device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. This customer reported that the central monitoring system was continuously rebooting. The problem was corrected by directing the institution's staff to power-cycle (power off and then back on) a computer network peripheral called a terminal server. This action did not involve removing any equipment from the customer's site. Investigation of system log files determined that the reported problem was caused by a loss of communications between a terminal server and another network peripheral called an ethernet switch. The terminal server is a commercial off-the-shelf item. Why the terminal server interrupted its communication to the system could not be determined; the terminal servers do not have an internal event logging capability to allow such an analysis. Because the problem did not reappear after the device was power-cycled, the problem was apparently transient.